Event description:
It was reported that the spinal cord stimulation (scs) patient was hospitalized due to new pain and discomfort in the lower right back. The patient reported being able to reduce the pain by increasing the stimulation output parameters within the programmed therapy; however, the increased stimulation resulted in difficulty walking. The patient stated that the pain was localized at the implantable pulse generator (ipg) site and radiated around the side, describing it as a burning sensation. The patient further reported that turning off stimulation increased the pain, and that touching or rubbing the area also exacerbated the pain. At night, the patient increased the stimulation output parameters to manage symptoms; however, this caused discomfort and difficulty sleeping. The patient was subsequently discharged from the hospital.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, b2, b5, h6, and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that patient was admitted to the hospital due to pain at the implant site and goes around the other side.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.